Event description:
It was reported that some of the devices "fail and they take the generators out." It was noted that there were two patients in three weeks where she heard that this happened and wanted to know if an incomplete system can be imaged. No further information was known about the event. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed. Refer to mfg. Report #3004209178-2014-05473 for the other reported patient explant.

Manufacturer narrative:
(B)(4).